Event description:
The customer has observed erratic ca19-9 results while using the architect i2000sr analyzer. The customer provided the following results from one patient: first run undiluted: >1200 u/ml; second run undiluted: 2.90 u/ml; third run diluted 1/10: 22.3 u/ml; fourth run diluted 1/10: <20 u/ml; fifth run diluted 1/2: 7.5 u/ml; sixth run diluted 1/2: 13 u/ml; there was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, evaluation of the instrument by the abbott field service engineer (fse) a search for similar complaints, and a review of labeling. The fse replaced valves in the wash zone of the instrument. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect i2000sr analyzer, list number 03m74, was not identified.

Manufacturer narrative:
Patient information was provided to abbott on (B)(6) 2012, regarding this event. (B)(4). A follow-up report will be submitted when the evaluation is complete.